Event description:
Lefort osteotomy with adjustable mid-face bilateral distraction. Two weeks into the consolidation phase the right vertical tube broke. The vertical tube were removed on (B)(6) 2012, but the buttress footplates and screws were left in patient. Patient health was not compromised. Desired solution had already been achieved.